Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device fractured as a result of reversed bending fatigue and rotating bending fatigue. This indicates that the device was experiencing a cantilever load at the time of fracture. Conclusion: the plausible root cause of the reported event is a user applied cantilever load.

Event description:
It was reported that during vlift cage surgery, the surgeon inserted the cage using expander. The surgeon checked the stability of the cage. When the expander was moved, the base of the inner shaft broke. The surgeon removed expander and finished the operation.

Event description:
It was reported that during vlift cage surgery, the surgeon inserted the cage using expander. The surgeon checked the stability of the cage. When the expander was moved, the base of the inner shaft broke. The surgeon removed expander and finished the operation.